Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis conclusion found high internal battery resistance. Hybrid analysis confirmed that the capacitor did not charge efficiently with the original device battery. Hybrid analysis revealed the device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed no internal battery shorting. Lithium severing was observed. The charge circuit timeout resulted from increased battery resistance induced by the lithium severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached normal elective replacement indicator (eri). As well, there was a charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.